Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +18.5d) was explanted and a new lal ((B)(6), +9.0d) implanted as a replacement due to the patient's unexpected refraction after primary implant surgery and before any light treatments were performed. Rxsight's first awareness of this event was on 01/16/2024.

Manufacturer narrative:
The treating physician reported to rxsight that the patient is a contact lens wearer, and that long-term wear of contact lenses may have negatively impacted the patient's pre-operative visual measurements and iol power calculations. The patient did not undergo any light treatments prior to lal explantation. Based on the available information, the initial iol power choice was not a good fit for this eye. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).